Event description:
It was reported PICC was inserted 20th sept. Leaking observed and PICC removed on 13th dec. And on removal a split was observed. It is unknown whether a new PICC was inserted. No other information was provided.

Manufacturer narrative:
Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and is pending evaluation. Results are expected soon.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and two splits were observed at the 16cm an 17cm marks on the catheter body. The catheter splits contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: damage which was circumferentially aligned. Fracture edges which were rounded and polished due to repeated material wear. Overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing). An examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported PICC was inserted (B)(6) leaking observed and PICC removed on (B)(6). And on removal a split was observed. It is unknown whether a new PICC was inserted. No other information was provided.